Event description:
Customer has a bed that power cord end is blackened and the bed arcs when plugged in. Customer did not know if there was a patient in the bed or where the bed came from. There were no reported injuries. Customer said that the bed only works from battery power. Repair has not been completed at this time.